Manufacturer narrative:
The device was received for evaluation. The device was found out of specification in relation to the customer reported device failed downstream occlusion test which was not reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. Evaluation found the device passing downstream occlusion testing. A review of the event history log identified downstream occlusion alarms. The reported condition was verified. The cause was determined to be pressure plate was out of specification. The tubing guide was adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed the downstream occlusion test in the biomedical service department. There was no patient involvement. No additional information is available.